Event description:
The clinician reports the implant was inserted (B)(6) 1997 in fdi 41. On (B)(6)2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications werereported.